Manufacturer narrative:
Conclusion: the customer reported unexpected high inratio inr results during testing. The customer did not provide a comparative result for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 384085a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot met release specifications. It was reported that the customer entered the incorrect strip code into the meter prior to testing. Use of an incorrect strip code can result in inaccurate results and error messages. This cannot be ruled out as the cause of the complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller reported unexpected high inratio readings. Results as follows: date inratio re-test date: (B)(6) 2016, inratio: 6.6, re-test: 7.5. Time between tests: 3 minutes. Re-test was done using the same finger as the initial test. Patient self tester indicated that he is not experiencing any bleeding/bruising that would indicate having a high inr value. Therapeutic range: 2.0-3.0. Historical results: date: (B)(6) 2016, inratio: 2.3. On (B)(6) 2016, 2.0. The patient self tester also stated that he received an inratio result of 7.0 around the end of (B)(6)/beginning of (B)(6). He chose to hold his medication at the time and re-tested at a later date and received a reading of 1.4. After receiving the 1.4 reading, he resumed his normal dose. The patient self tester also reports using an incorrect strip code.